Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device. The fuse was replaced but it blow again. The power board was replaced. When alarm motor fault occurred the 48v dc drop down to 5.7v, the customer disconnect the turbine driver board, the 48 vdc voltage return to normal. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed power overheat, hardware fault and motor fault occurred. As of this time, there is no information about patient involvement associated with this reported event.